Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The provided calibration, qc, and ise check data indicate a stable and good performance of the system. No further discrepancies were reported.

Manufacturer narrative:
The potassium electrode lot number and expiration date were requested but were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas pro ise analytical unit. Patient 1 initial result was 6.71 mmol/l. The repeat results were 4.82 mmol/l and 4.16 mmol/l. The result of 4.82 mmol/l was reported to the clinician. Patient 2 initial result was 5.57 mmol/l. The doctor deemed this result clinically impossible as the result for the patient the day prior was 3.28 mmol/l. No information was provided to determine if the questionable result was reported outside of the laboratory.